Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: no data available. Omnipod 5 software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient declined to provide incident details but stated that the event was similar to an occurrence from (B)(6) 2026. Based on information from the (B)(6) 2026 incident, the patient went to the emergency room with hyperglycemia. No blood glucose readings were reported. The patient reported that the pod controller had a unresponsive, black screen, and was making continuous beeping and vibrating noises. The patient was treated with insulin via intravenous therapy and fluids.